Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a check heater line alarm which occurred on the home choice (hc) during fill. The home patient (hp) stated she had restarted with different cassette but did not change the solution bags. The technical service representative (tsr) explained that this was the incorrect procedure and advised the hp to contact their nurse about only changing the cassette. There was patient involvement but no patient injury or medical intervention was reported. A follow up was done via phone call. The hp confirmed they continued with therapy with no other issues. There was not injury or medical intervention as a result of this incident.